Event description:
It was reported that during a gastroduodenal artery (gda) embolization procedure, the coil stopped advancing in a non-microvention microcatheter. When trying to advance the coil after a 30 seconds wait period to soften the coil, the pusher wire became stiff and the coil unintentionally detached in the microcatheter. Once the pusher wire was removed, the physician then tried to use a double angel guide catheter to advance the coil, but it was unsuccessful. The microcatheter was cut and the guide catheter was advanced over the microcatheter to capture and remove the coil. A new microcatheter was used and three additional coils were placed without issues. Procedure outcome was successful and there was no harm to the patient, who was stable.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant separated from the pusher, stuck inside the microcatheter distal end, and damaged with deformed loops. The pusher's heater coil showed no signs of activation using a detachment controller. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.